Manufacturer narrative:
Tandem¿s pump user guide describes how to remove air from the cartridge using the syringe. Per the cartridge instructions for use: make sure that insulin is at room temperature before filling the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed in the tubing. Reportedly, the customer filled the cartridge with cold insulin and did not perform the air removal step during the fill process. Customer's blood glucose level was 315 mg/dl. Reportedly, a supply change was performed resolving the issue.